Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (245 mg/dl). Reportedly, elevated blood glucose levels are due to the customer performing their first site change on their own and taking longer than expected to complete the process. Customer resumed insulin delivery to stabilize blood glucose levels.